Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "no problem detected".

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited oversensing which led to pacing inhibition. Subsequently, the entire system was explanted and successfully replaced. No adverse patient effects were reported. This right atrial (ra) lead has not been returned for analysis. Due to limited information provided, additional details were not available.